Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/4/2023. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following additional information was received: no needle fragment fell into the patient's body due to this event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01613, 2210968-2023-01614, and 2210968-2023-01615.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: "was there any change in the patient¿s post-operative care due to the prolonged procedure? Unk. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unk. What is the lot number? Unk. The following additional was obtained: additional information : when another product was used to close the wound, the shape of the needle was also abnormal and as a result, 3 products were used in total. Qty of product involved : 1 , 3. Events reported via: 2210968-2023-01613 and 2210968-2023-01615.

Event description:
It was reported that a patient underwent a knee replacement procedure on (B)(6) 2023 and suture was used. During the procedure, when interrupted suture was performed with the product on dermis for wound closure, the surgeon realized that the needle tip was broken. The operation was temporarily stopped. After that, the surgery was continued, and another product was used to close the wound. The operation time was extended within 30 minutes. No adverse patient consequences were reported. Additional information was requested.